Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were partially explanted due to the patient experiencing an infection. Four days later, a new implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.